Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. On (B)(6) 2023, the patient passed out while exiting a vehicle. The patient was asymptomatic prior to the event. A neighbor called 911 and paramedics checked the bg which was 37 mg/dl while the cgm was 161 mg/dl. The patient was treated with 2 bags of sugar solution in the emergency room (ER) and food. After treatment, the cgm remained inaccurate with bg 157 mg/dl and egv 288 mg/dl. The patient was discharged the same day. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.